Manufacturer narrative:
The customer's report that the tubing separated at a y site and the IV fluid leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the lower half of the set was not returned, from the distal tubing below the second smartsite to the male luer. Only the portion of the set from the drip chamber to the second smartsite was returned. Functional testing was deemed unnecessary due to separation. The suspect set was not investigated and the root cause was could not be determined.

Event description:
It was reported that the tubing separated at a y site and the IV fluid leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correction on follow-up(1): h.10 (functional testing not completed due to concern of hepatitis contamination).

Event description:
It was reported that the tubing separated at a y site and the IV fluid leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated at a y site and the IV fluid leaked.